Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported a rattling sound from the pacemaker when it is shaken. Furthermore, there was no dysfunction indicated relative to this behavior.